Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a pump motor stall. The motor stall occurred; a motor stall recovery several hours later were noted in the event logs. This was the second motor stall message in the event logs. The pump shows a motor stall and motor stall recovery which occurred (B)(6) 2010 and (B)(6) 2010. Critical alarms were shown to be pending for both dates. The stalls were not MRI related. The patient was traveling in another state at the time of the report and planned to follow up with the managing hcp upon his return. The pump contained morphine 10mg/ml at a dose of 0.55mg/day. The patient had noted a two tone alarm every ten minutes for about 5 hours then it stopped; the alarm was not confirmed by telemetry. The patient had noted return of patient symptoms, specifically an increase in pain. A follow-up report will be sent if additional information becomes available.